Event description:
It was reported that no data was observed during an interrogation of the implantable cardioverter defibrillator (ICD). Review of the data by a technical service representative revealed that the data field was accurate; the data accurately represented the pacing mode at the time (single chamber fixed rate, or vvi). The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead, (B)(6) 2006; 4076 implantable pacing lead (B)(6) 2005. (B)(4).